Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer stated that the blood glucose was 400 mg/dl at the time of incident. Customer stated that the insulin pump was not on auto mode at the time of incident. The customer stated that the basal rate was programmed accurately. The insulin pump will not be returned for analysis.